Manufacturer narrative:
The customer¿s report of a leak from the distal port was confirmed. Functional testing resulted in leaking from a slit in the blue piston of the distal smartsite. The root cause of the leak is a slit on the smartsite piston which is consistent with damage that would occur from being punctured by a sharp object, such as a needle stick.

Event description:
The customer reported that minutes after connecting an infusion of normal saline to the patient in the o.r., the set leaked profusely from the distal port. The set was replaced and there was no harm to the patient. Although requested, no further patient or event details were provided.